Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. The device was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with the original device. No complications reported. The patient's condition was good post procedure.

Event description:
It was reported that the balloon ruptured. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. The device was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with the original device. No complications reported. The patient's condition was good post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.